Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented with presyncope and bradycardia, and the device would not respond to telemetry. The device exhibited a lack of output, and elective replacement indicators (eri) were seen. The device was explanted and replaced. No further patient complications have been reported as a result of this event.